Event description:
It was reported that a home patient (hp) was connected to the homechoice during priming. The technical service representative reviewed proper procedures with the hp and advised the hp to start therapy over with all new supplies. The hp would complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is a report of use error, patient connected during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.